Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report received on 08/18/2020, the patient developed an acute myocardial infarction 4 days post-operation. The embolus matter was in the coronary artery and removed with a catheter. The hospital identified it as a fragment of bioglue by pathological analysis. The patient is now deceased, but the cause and date of death could not be obtained. The autopsy revealed that a microscopic fragment was also in the peripheral coronary artery. The surgeon commented that there is no direct relationship between bioglue and the patient's death. He didn't know why bioglue moved to peripheral vessel. The ascending aorta replacement procedure was performed in (B)(6) 2019.

Manufacturer narrative:
According to the initial report received on 08/18/2020, "acute myocardial infarction was developed after 4 days from operation. The embolus matter was in coronary artery and removed by using catheter and it was identified as fragment of bioglue by pathological analysis. The patient consequently resulted into death but the cause of death couldn't be obtained. The date of death is also unknown. It was revealed that microscopic fragment was also in peripheral coronary artery by the result of the autopsy. The surgeon commented that there is no direct relation between bioglue and the patient's death. He didn't know why bioglue moved to peripheral vessel." The ascending aorta replacement procedure was performed in (B)(6) 2019. This complaint will investigate the reported bioglue embolism. The death, as commented on by the surgeon, is unrelated to the use of bioglue. No additional information could be obtained. The specific lot number used in this case could not be obtained; however, a query of shipping records showed three possible lots: 19ejx010, 19ejx011, 19ejx014 (product code bg3510-5-j). The manufacturing records for bg3510-5-j lots 19ejx010, 19ejx011, and 19ejx014 were reviewed and it was confirmed that all records were controlled, available, for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The following information about the reported event is unknown: if negative pressure was avoided during application and polymerization, how much bioglue was used, if the false lumen was overfilled, and whether the coronary arteries were protected during the procedure. There are journal articles that recommend the placement of catheters in the coronary artery to protect it from obstruction. Bhamidipati et al states ¿similarly, a moist sponge can be used to protect the aortic valve leaflets and the coronary ostia when bioglue is being used to reconstruct a dissected aortic root. The left main coronary artery can also be protected by the gentle insertion of a red-rubber catheter to occlude the ostium.¿ raanani et al mentioned ¿it is essential to protect the ostia of the coronary arteries from accidental spillage of glue. This can be accomplished by inserting a fine flexible plastic cannula into the ostia before applying the glue.¿ while the product IFU references using a catheter in the true lumen to keep the shape of the vessel for an aortic dissection procedure, it is not made clear to do the same for the coronary arteries: ¿the dissected layers of the aorta should be closely approximated by inserting a dilator, sponge, or catheter into the true lumen to preserve the natural architecture of the vessel.¿ there is insufficient information available to determine a definitive root cause for the reported event. However, obstruction of the coronary artery caused by bioglue tracking along a false lumen extending into the coronary artery or embolization into the coronary true lumen remains a possibility. The IFU does not currently address the hazard of unintentional application of bioglue into a coronary artery dissection. CAPA-00203 was created to evaluate the adequacy of current bioglue informational risk controls. The bioglue risk file was reviewed. The reported event is addressed in hazard step/item # 41 and 42. While the IFU references using a catheter in the true lumen to keep the shape of the vessel, there is no instruction to do the same for the coronary arteries. Risk benefit analysis shows that current controls are acceptable. No new risks were identified during the course of the risk management departmental complaint investigation. The occurrence of identified risks did not increase. All risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.